Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-07619), diagnostic testing revealed high impedance values on multiple lead contacts. It was stated the lead was also discolored. As such, the physician decided to explant and replace the lead.